Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and d10, to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been peeled approximately 62mm in length and inverted in the distal direction. Magnifying inspection revealed that the urethane outer layer had been severed at approximately 82mm from the distal end and inverted in the distal direction; the core wire was exposed 20 mm - 82 mm from the distal end (approximately 62 mm in length); the area where the urethane outer layers overlapped due to the inversion was 20mm in length; the distal end of the peeled and inverted urethane outer layer in the distal direction had been inverted again in the proximal direction by 1mm in length; the shape of severed end of the peeled urethane outer layer and the severed end at approx.82 mm from the distal end were confirmed to fit to each other; on the area other than 0mm - approximately 82mm from the distal end, there was no peeling of the urethane outer layer. Based on these findings that the length of the peeled urethane outer layer and of the area where the urethane outer layer was absence was confirmed to be equivalent. In addition, the shapes of the severed ends of the urethane outer layer were fount fit to each other. From this, it is most likely that that there was no deficient part in the urethane outer layer of the actual sample. Electron microscopic inspection of the actual sample revealed multiple scratches and a tear were observed near the severed end of the peeled urethane outer layer; elongation was observed near the point where the peeled urethane outer layer had been turned back; multiple abrasions were found near the severed end of the urethane outer layer at approximately 82 mm from the distal end. It is likely that some kind of hard object (e.g. Calcified lesion) came into contact with the area around 82 mm from the distal end. The outer diameter of the actual sample was measured on the intact section and confirmed to meet the factory's control criteria. Reproductive testing was performed. In order to reproduce the inversion of urethane outer layer, a scratch was given to a factory-retained 0.018" glidewire advantage track on the area around 82 mm from the distal end to cause a gap in the urethane outer layer. Then, a 0.018" catheter for lower extremity was inserted over the guidewire. As a result, the catheter became stuck at the scratched part of the guidewire. Subsequently, the guidewire was pulled in the withdrawal direction. As a result, the urethane outer layer was peeled starting from the scratched area and inverted in the distal direction IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during the procedure, a hard object (e.g. Calcified lesion) came into contact with the actual sample and made a scratch causing a gap in the urethane outer layer. Then, when a device such as a catheter for lower extremity was inserted over the actual sample, the catheter became stuck at the scratched part of the guide wire. Subsequently, when the guidewire in that state was withdrawn or the catheter in that state was pushed forward, the urethane outer layer of the actual sample was peeled starting from the scratched part and inverted in the distal direction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 09sep2020. The peeling happened inside the patient and became only visible inside. The case was a calcified btk. The wire was only used to guide through a stenotic lesion 80% and went only 15 cm through an artery, nothing comples. The p3 occlusion was wired with a cto- wire (astato 30). No metal device was used in combination of the actual device. Patient was not harmed; potential harm because of gw coating peeling off, potentially loose in patient.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-releasejudgement record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantagetrack was used during the procedure. The polyurethane coating of the tip was damaged after intervention. The procedure was completed successfully. There was no harm to the patient. Additional information was received on 31aug2020. During the removal the wire lost its hydrophilic coating; peeled off like a banana. The peel off happened outside of the patient. No parts were lost in the patient at any stage. The event did not delay the procedure. The damage only became visible after the wire was out of the body.